Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurements which led to a lead safety switch for this pacemaker system. Technical services (ts) was consulted and noted ra intermittent noise in unipolar configuration. Ts recommended in clinic testing such as checking this ra in bipolar and unipolar configurations and further isometrics evaluation. This ra remains in service. No adverse patient effects were reported.